Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor device was not working. Therefore, the reported condition was confirmed. An assessment was performed on the device which found that the device was displaying an e9 error code and will not run (not working). It was further noted that the device failed the thermistor assessment. During repair it was observed that the flex circuit potting was cracked / worn out and the ID resistor is worn out. It was determined that the condition of the flex circuit potting being cracked / worn out was consistent with normal use. It was further determined that the worn out flex circuit is what caused the thermistor assessment to fail. The ID resistor which is part of the flex circuit is worn out with a missing wire from normal use causing the device to give an e9 error code and will not run. The assignable root cause was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out components. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure of the spine, it was observed that the motor device was not working. It was unknown if there was a delay in the procedure due to the event. It was reported that an unspecified spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.